Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly saw the doctor for the swelling on (B)(6) 2019 and (B)(6) 2019. The recipient's swelling resolved. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly saw the doctor for the swelling on (B)(6) 2019 and (B)(6) 2019. The recipient's swelling resolved. This is the final report.

Event description:
The recipient is reportedly experiencing swelling at the implant site. The recipient was prescribed steroids. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.